Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown chest surgery on (B)(6) 2019 and suture was used. The suture was broken during ligation on the right pulmonary artery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mez771 number, and no non-conformances were identified. Additional: it was received for analysis a paper lid and a winding former with 3 undispensed sutures of product code j124, lot mez771. This product code contains six strand per packet. During the visual inspection of open sample; the sutures were dispensed without problems and examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was observed, and the tested sample meet the finished goods requirements.